Manufacturer narrative:
(B)(4). D10: unk screw. 0cat#ni. Lot# ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Collinge, cory alan, reeb, alexander francis, rodriguez-buitrago, andres felipe, archdeacon, michael t, beltran, michael j, gardner, michael j, jeray, kyle james, miller, anna n, crist, brett d, sems, stephen a, shah, nihar samir, fogel, nathaniel, tibbo, megan. (2022) analysis of 101 mechanical failures in distal femur fractures treated with 3 generations of precontoured locking plates. J ortho trauma, vol 37 (issue 1), pgs. 8-13. Doi:10.1097/bot.0000000000002460 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02974.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional info at this time.

Event description:
It was reported in a journal article evaluating mechanical failure for patients who sustained distal femur fractures and who were treated with distal femoral locking plates, that 1 patient was revised due to broken and loosened screws. Attempts have been made and additional information on the reported event is unavailable at this time.